Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratch on lcd window and cracked battery tube threads.

Event description:
The customer called to report that her insulin pump was receiving a button error. The customer's blood glucose level was 76 mg/dl. We advised the customer to discontinue use of the pump and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.